Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead exhibited unspecified rotation issue. The rv lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found the over torqued inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.